Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. After placing a 2.5x24mm synergy drug-eluting stent, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 11 atmospheres, the balloon ruptured. There are no balloon pieces left in the patient's body and completed the procedure with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 9mm long starting 2mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. After placing a 2.5x24mm synergy drug-eluting stent, a 2.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 11 atmospheres, the balloon ruptured. There are no balloon pieces left in the patient's body and completed the procedure with another of same device. There were no patient complications reported and the patient's status was stable.